Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description: no further information was available for this case. Investigation results. Novofine: batch: unknown, no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: - investigation results for novofine - manufacturer comment added - relevant fields and narrative updated accordingly manufacturer's final comment: (B)(6) 2015: as novofine needle has not been returned to novonordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: novofine, batch: unknown, no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle broken off in body [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a diabetes nurse specialist as "needle broken off in body" with an unspecified onset date, and concerned a (B)(6) patient (gender not reported) who used novofine (needle) from unknown start date as device therapy. Patient height, weight and bmi not reported. Medical history was not provided. On an unknown date, novofine needle was broken off in the body of the patient. The needle was located on x-ray and small incision was performed to remove the needle however it was unable to find the needle. The reporter advised that the incident had occurred intentionally. The reporter contacted the manufacturer to seek advice on how to get the needle out. Action taken with novofine was not reported. The outcome for the event was unknown.. No further information available.